Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "(B)(6) patient with a lung infection on 2l oxygen prescribed the day before. On the day of the incident, a nursing assistant called a nurse to inform her that the patient was congested and had difficulty breathing. The nurse went to see the patient immediately, assessed the situation, and went to fetch the mucus aspirator from the treatment room. She returned to the room, connected it, and found that it was not working. Two nurses checked the connections, which were ok, but it still did not work. A nursing assistant went to fetch the second suction device from the department, also in the treatment room. She returned with the second device, connected it in the room, but it did not work. The nurse informed me that this situation lasted about 4 minutes. The nurse asked the nursing assistant to fetch a suction device from the medicine department (above), but by the time it arrived (two minutes later), the patient was dying. We cannot say for certain that the patient's death was caused by this malfunction, as she was elderly and had comorbidities". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6) 2026, "(B)(6) patient with a lung infection on 2l oxygen prescribed the day before. On the day of the incident, a nursing assistant called a nurse to inform her that the patient was congested and had difficulty breathing. The nurse went to see the patient immediately, assessed the situation, and went to fetch the mucus aspirator from the treatment room. She returned to the room, connected it, and found that it was not working. Two nurses checked the connections, which were ok, but it still did not work. A nursing assistant went to fetch the second suction device from the department, also in the treatment room. She returned with the second device, connected it in the room, but it did not work. The nurse informed me that this situation lasted about 4 minutes. The nurse asked the nursing assistant to fetch a suction device from the medicine department (above), but by the time it arrived (two minutes later), the patient was dying. We cannot say for certain that the patient's death was caused by this malfunction, as she was elderly and had comorbidities". No additional details are available related to the customer reported issue.

Manufacturer narrative:
Update to d9: sample received. Update to h3: sample evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
Update to b7: other relevant history, including preexisting medical conditions (e.g., allergies, race, pregnancy, tobacco product use and alcohol use, hepatic/renal dysfunction, etc.).